Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The issue was resolved on the spot. The image acquisition system (ias) voltage on the digital motion controller board was adjusted and the issue was resolved. A complete system checkout was performed after part replacement and the unit was operational. Device manufacture date pending.

Event description:
Medtronic received information regarding an imaging system. It was reported that while uncrating the system, there was no drive motion and the unit was beeping. No patient was present.